Event description:
It was reported that balloon tear occurred. The target lesion was located in the left anterior descending artery. A 12mm x 4.50mm nc quantum apex balloon catheter was advanced for use. However, during preparation, the balloon was torn when pushing it on the non-boston scientific wire. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.